Event description:
It was reported that the ilet wireless charger was not functioning after it became wet, and a replacement charger was arranged for overnight shipment. Symptoms included no device alarms or alerts and no reported health effects. Outcomes included continued therapy without interruption and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting, with replacement supplies dispatched. Investigation of this case revealed a charger malfunction likely due to liquid exposure, consistent with a component performance issue of the external charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was environmental damage to the charger.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.